Event description:
From staff: rn was scrubbing and preparing to get the dreamwire and autotome ready for the procedure. Dreamwire wasn't able to be thread through the complete autotome. The wire was unable to be thread prior to the bend in the autotome.